Event description:
The surgeon reported that revision surgery was performed in 2009 to resecure the pt's device, two months after the initial surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the pt is doing well. The pt's device remains implanted.